Manufacturer narrative:
A review of tickets was performed for reagent lot number 05255be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 05255be00 was tested in a sensitivity setup. The sensitivity panel showed normal performance and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 05255be00. The results were compared to the architect anti-hbc ii results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Therefore, the sensitivity performance of the complaint lot is not negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the customer's complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay, lot 05255be00.

Manufacturer narrative:
Patient identifier = sid=(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer observed (B)(6) architect anti- hbc ii results for 1 sample. The following data was provided: sid (B)(6), (B)(6) 2020, initial result = (B)(6), repeat on another architect = (B)(6), hbsag results = (B)(6). No impact to patient management was reported.